Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An imaging eval was performed by gore. Per the gore imaging eval, there appears to be a proximal type I endoleak with available images.

Event description:
On (B)(6) 2009, computed tomography showed the aneurysm diameter was 7.1 cm. On (B)(6) 2010, computed tomography showed the aneurysm diameter was 7.4 cm when the unspecified endoleak was noted. On (B)(6) 2010, computed tomography showed a small stable endoleak. The physician is monitoring the pt.